Event description:
Subsequent to the medwatch supplemental report, additional information indicated that the foot break, found on device analysis, did not occur in the patient anatomy. The scrub tech broke the foot plate post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was confirmed as a posterior and anterior cuff miss occurred resulting in a posterior foot break. The posterior foot had been broken off and was not returned. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would contribute to the reported event. Based on the information reviewed, there is no indication of a product deficiency.